Event description:
It was reported that the patient experienced increased pain. The medication was adjusted. The patient was given oral ativan, hydrocodone and clonidine. The pump was interrogated and indicated a motor stall occurred. The pump was replaced. The outcome was noted as resolved without sequelae. The pump was delivering dilaudid, bupivacaine, clonidine and droperidol.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Personal therapy manager, serial# unknown, catheter model# 8709, serial# (B)(4), implanted: 2008 (B)(6), explanted: unk. (B)(4).